Event description:
Healthcare professional (hcp) reports a patient came into the dialysis center complaining of chills, diarrhea, and a fever of 101.7. Hemodialysis treatment on the baxter meridian device was initiated but cut short by 2 hours due to patient's symptoms and physician's orders. The patient's nephrologist was notified of these symptoms and the patient received vancomycin 1.5 gm IV and had blood cutures drawn. The patient was then sent to the hospital where they stayed for 5-6 days and was switched to keflex. The patient's blood culture results were negative and they were diagnosed with a catheter infection. Hcp reports the patient is back in the clinic receiving hemodialysis treatments and is fully recovered.